Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a partial colectomy and take down colostomy procedure, the first device only stapled one third of the staples on both sides. The second device would not fire at all. Another device was used to complete the procedure. No adverse consequences reported. Both devices were discarded.